Manufacturer narrative:
The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) her onetouch ultra2 meter was prompting an error 5 message when she was attempting to test her blood glucose. Per the ot ultra2 owner¿s booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 the alleged issue first occurred. The patient reported using self adjusting insulin to manage her diabetes. The patient reported less than 7 days from the start of the alleged issue she woke up feeling sweaty. The patient reported twice in the past 6 days prior to contacting lfs, she had something to eat or drink as treatment. The patient reported her blood glucose was not measured using another device. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used. The cca also noted the patient¿s test strips were in good condition. The patient was walked through a retest and the alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/15/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint passed testing. The reported issue could not be confirmed. In addition, a secondary issue was noted when the meter was found to have dirty spc pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.